Manufacturer narrative:
The electrical resistance of the heater wires in both the inspiratory and the expiratory tubes of an rt104 adult breathing circuit were tested using a multimeter. Results: the electrical resistance of the expiratory heater wire was within the product test spec. The inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of events involving heater wire open circuits in adult breathing circuits has a rate of occurrence in the last year.

Event description:
A healthcare facility reported via a distributor that the heater wire of an rt104 adult breathing circuit became electrically open circuit during use. No pt consequence was reported.